Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred during the evening of (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the power issue. The patient stated that the morning following the evening where the power issue began they developed the symptom of ¿unclear vision¿ as well as having an ¿upset stomach¿. The patient denied receiving any form of treatment as a result of these symptoms however. At the time of troubleshooting the cca noted that there was misuse of the product. The patient¿s products were requested for evaluation and replacement products were sent to the patient. Despite the fact that there was misuse of the subject meter, this complaint is being reported because the patient experienced symptoms which are suggestive of serious injury after the alleged product issue began.